Manufacturer narrative:
(B)(4): unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 (B)(4) 2011 reported: case #6: pt presented to ER after fall. Xrays showed right intertrochanteric femur fracture with significant comminution of greater trochanter. The pt was implanted with lcp proximal femur plate and norian. Three weeks post op pt has increased pain of right hip with x-ray showing collapse of femur fracture with varus deformity and a broken plate. Hardware removed pt revised to intramedullary nail with helical blade. Two weeks post op x-rays showed the nail failed, pt revised to right hip hemiarthroplasty. Five of six reports.